Event description:
Report received of an independent rate change. The pt was started on an insulin drip at 40ml/hour. The concentration of the drip was not recalled. The pt went to the x-ray dept for an unspecified procedure/test. Upon leaving the x-ray dept, the rn reported that the pump alarmed "with that sound the pumps make when the battery goes dead" and the pump went blank. Upon return to the emergency dept, rn reported that the pump was making a continuous alarm tone. The pump was plugged into ac power and the drip was resumed. Approx 45 minutes later, the rn noted that the rate of infusion on the IV pump was 500ml/hour. The insulin on the IV pump was 500ml/hour. The insulin drip was stopped, and the pt's blood sugars were checked every 15 minutes. An IV infusion of d5ns was started at this time at an unspecified rate. The pt never had any reported change in level of consciousness or symptoms of low blood sugars. There was no reported adverse pt effect. The pt was reportedly transferred to another facility for ICU admission, as this facility did not have ICU care.